Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with concern for pump thrombus due to elevated lactate dehydrogenase (ldh) (up to 825 u/l). He experienced two low flow alarms overnight where speed dropped to zero both times. The event log confirms the low flow alarms with low speed advisory and pump stop on 26nov2020. There was also a slight increase in power which occurred at this time. These alarms also happened during a pi events. All pi events will cause the hmii vad speed to drop to its low speed limit. There are a few possibilities of what may have occurred. This could be due to the pump¿s rotor ability to spin prohibited by some material other than blood, if this occurred there would be an increase in power and a drop in speed, until such time as the material was no longer in contact with the rotor. The data showed pump stops and low speed advisories on 26nov2020 at 21:50. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The patient's volume was overloaded but stable. Xrays were unremarkable. Patient underwent right heart catheterization and remained on ungrounded cable. The subject underwent a pump exchange to a heartmate3 device (B)(6) 2020.

Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), identified a compromised driveline that could have contributed to the pump stop and low speed events. (B)(6) was returned with the driveline severed approximately 3.5¿ from the pump housing, and a distal portion, measuring approximately 13.5¿ in length, was also returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned. The sealed outflow graft, bend relief, and bend relief collar were returned attached to the outlet elbow. The outlet elbow was returned attached to the outlet port. Examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The driveline was severed approximately 3.5¿ from the pump housing, and a distal portion, measuring approximately 13.5¿ in length, was also returned. Upon removal of the outer silicone sleeve, visual examination of the bionate layer was unremarkable. An electrical continuity test of the returned pump end and distal portion of driveline was conducted, and variation in the resistance of the black, brown, red, orange and green wires was found upon manipulation of the distal portion of returned driveline. The pump end driveline was found to be electrically intact, event with manipulation of the driveline. No wire-to-wire or wire-to-shield shorts were induced for the pump end driveline. The bionate was removed and revealed a large area of shield breakdown approximately 2¿-4¿ and 6¿ from the pump side of the returned distal portion of driveline. The shielding was removed, and visual and microscopic inspection of the underlying wires revealed wear/damage to the insulation of the black, brown, red, orange and green wires exposing the internal conductors. Visual and microscopic inspection of the remaining underlying wires of the distal returned driveline and 3.5¿ of pump end returned driveline revealed no damage/breaches to the insulation. The wires were submerged in a saline solution for high potential testing to further verify each wire¿s insulation. The test did not identify any additional breaches. The observed breaches to the black, brown, red, orange and green wires had the potential to result in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as a power module or mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 08oct2014. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Additionally, this IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and international normalized ratio range. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.